Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer and not able to remove meds for the station during the malfunction. The customer did not mention about any delay or harm to the patient and they were able to take medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer fails and not detecting closed. A field service engineer replaced latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.